Event description:
Tee demonstrated flow into the left atrial appendage after left atrial appendage ligation clip was placed. At time of insertion, the clip was placed and there was no flow into the left atrial appendage.